Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals which caused the devices signal artifact monitor (sam) to disable minute ventilation (mv) feature . Technical services (ts) was consulted and reviewed stored episodes. The calling health care professional confirmed this episodes correlate when the patient underwent a procedure with electrocautery, so electromagnetic interference (emi) was suspected as the cause. The device is functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported.